Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that 4 infusion sets fell off during use on (B)(6) 2024 within 1 day of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR - (B)(4) -device 1 of 4.